Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
The patient experienced an inappropriate shock due noise the right ventricular (rv) lead two weeks after the system implant. During the device follow up it was noted the lead exhibited high out-of-range pacing impedance greater than 3000 ohms and shock impedances were greater than 200 ohms. An x-ray confirmed the lead was not dislodged and a lead fracture is suspected. The physician connected the lead to a pacing system analyzer (psa) and the measurements were high out-of-range. A lead revision was completed and new lead had stable measurements.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an inappropriate shock due noise the right ventricular (rv) lead two weeks after the system implant. During the device follow up it was noted the lead exhibited high out-of-range pacing impedance greater than 3000 ohms and shock impedances were greater than 200 ohms. An x-ray confirmed the lead was not dislodged and a lead fracture is suspected. The physician connected the lead to a pacing system analyzer (psa) and the measurements were high out-of-range. A lead revision was completed and new lead had stable measurements. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.